Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the recurrent mr could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted on (B)(6) 2018 reducing mr grade to 1. At the follow-up echocardiogram on (B)(6) 2019, the mr grade was 2. In the opinion of the physician, the recurrent mr was related to the implanted mitraclip. No additional information was provided.